Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. The customer's blood glucose level was between 120-160 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.